Manufacturer narrative:
Upon receipt the lead was found cut about 11 cm distal to the is-1 connector pin. Adistal part including the shock coils and the lead tip was missing. It is reasonable to assume that the lead was cut during the explantation procedure as mentioned in the complaint description. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The medical product is not available for analysis and could therefore not be examined itself. The information provided was recorded in our quality management as complaint and has the purpose to evaluate the safety and reliability of our medical products and to improve it if necessary. If additional relevant information or the device itself should become available, the incident will then be updated accordingly.

Event description:
It was reported that the patient came to the emergency room after he had received inappropriate shocks. The interrogation of the ICD showed oversensing episodes on the ventricular lead. The affected lead was deactivated and a fragment was explanted but not returned. No deterioration of the patient state of health was reported.